Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered via remote monitoring due to low out of range shock impedance measurements when it comes to this right ventricular (rv) lead. A review by technical services noted that a few sumps were recorded in (B)(6) 2019 but the values appeared within range, in additional jumps towards higher values were also noted. In addition in (B)(6) 2017, it was evident that six shocks were delivered, but the shocks did not appear effective, and some of them accelerated the rhythm. The last delivered shock slowed down the rate below the treatment zone. A system evaluation was advised. No adverse patient effect were reported.